Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 80.6 cm to 80.8 cm from connector pin which exposed the re cable. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.